Event description:
It was reported that a female patient in her 60¿s (exact age unknown) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. After doing some ablations on the left veins and moving to do the right veins that the intracardiac echocardiography (ice) catheter displayed a pericardial effusion. A pericardiocentesis was performed and fluid was removed from the pericardial space. Procedure was aborted. Ablations were in the range of 30-40 watts. Patient is stable currently. They are unaware of what might have caused the effusion. This adverse evet was discovered during use of bwi products. In the physician¿s opinion, it was a low-grade effusion that got under control pretty quickly. He did not blame our technology but rather his own catheter manipulation. The patient outcome of the adverse event is improved; this information is regarding immediately after the pericardiocentesis was performed; after that the bwi representative does not have any more information. The patient did require extended hospitalization because of the adverse event to be monitored. No relevant test or lab data. Other relevant history includes history of af. A transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event was observed post ablation. An irrigated catheter was used in the event, low flow setting was used. Correct catheter settings were selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, vector,and visitag force visualization features were used. The visitag module was used, parameters for stability used were; range 3mm, time 3s, fot 25%, tag size 3mm. No additional filter was used with the visitag. Fti color option was used prospectively. Additional information was requested to clarify statement ¿the pump was not switching from ¿low¿ to ¿high¿ flow during ablation.¿ clarification received on 16-may-2022, stating there was no issue with the pump.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2022. The device evaluation was completed on 10-aug-2022. It was reported that a female patient in her 60¿s (exact age unknown) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).